Event description:
The customer called to report that the insulin pump gave an error alarm three times in one day. The customer also reported that the insulin pump was exposed to water and an xray machine at an airport. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal. Unable to verify the error alarms due to the motor anomaly.